Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings:a review of the black box showed evidence of voltage drops and battery alarms. Visual inspection showed that the battery compartment was cracked in multiple places. The returned battery cap was unable to fully tighten, however the pump was able to power on with the returned cap. Current draws were found to be within specifications. There was evidence of moisture contamination found inside the battery compartment. Leak testing showed a leak at the battery compartment crack. The pump casing was removed and there was no evidence of any additional moisture. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a short battery life issue and moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.